Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained when the csr called the patient back to better ascertain the symptoms she reported. The patient claimed that the meter was reading inaccurately on an unknown date in (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of ¿90 mg/dl¿ on the subject meter compared to ¿50 mg/dl¿ on a onetouch ultraeasy meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). She claimed that ¿just after performing the blood test¿, she developed symptoms of ¿blurred vision, weakness and cold sweating¿ which she associated with hypoglycemia. She reported that she self-treated her symptoms with a sugary drink of ¿coke¿ and started to feel better. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the results. However, the csr also noted that the patient had wrongly used the same drop of blood for both tests, making the comparisons provided invalid. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: both the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot; it concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.